Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had fluid overload and went to the emergency room. Upon follow up, the pd registered nurse (pdrn) confirmed the patient was hospitalized for the fluid overload. The pdrn stated the hospitalization and patient¿s inability to pull off excess fluid was not caused by the liberty select cycler. The issue was physiological only. The pdrn could not find the patient records to provide the dates of the patient hospitalization. The pdrn could not confirm the reported pneumonia. The patient was transitioned to in-center hemodialysis (date not provided). No additional information was provided. The required information has been obtained; therefore, no further follow up is required at this time. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: information in the complaint file was reviewed. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient¿s pd therapy was not working due to physiological reasons with the patient. The patient became fluid overloaded. Fluid could not be pulled off the patient and as a result, the patient became fluid overloaded. The patient¿s pd prescription fill volume was lowered but had the same results. The fluid overload was not the result of any issue with the liberty select cycler. The issue was physiological only. The patient transitioned to in-center hemodialysis. The pdrn could not confirm the report of pneumonia by the patient as the patient records could not be located. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had fluid overload and went to the emergency room. Upon follow up, the pd registered nurse (pdrn) confirmed the patient was hospitalized for the fluid overload. The pdrn stated the hospitalization and patient¿s inability to pull off excess fluid was not caused by the liberty select cycler. The issue was physiological only. The pdrn could not find the patient records to provide the dates of the patient hospitalization. The pdrn could not confirm the reported pneumonia. The patient was transitioned to in-center hemodialysis (date not provided). No additional information was provided. The required information has been obtained; therefore, no further follow up is required at this time. Should additional information become available, the file will be reassessed and updated accordingly.